Manufacturer narrative:
Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the calcification cannot be confirmed. It is possible that the patient¿s underlying co-morbidities (reduced renal function) may have caused or contributed to the event. There was no allegation of device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, seven years post deployment of a 23 mm sapien valve, the patient presented with shortness of breath on exertion. Echo showed severe stenosis of the valve with mild central regurgitation. Patient was found to be on nyha class iii. The decision was made to implant a second valve. A 23 mm sapien 3 valve was implanted inside the existing sapien valve with good outcome. The valve degeneration is perceived to be due to valve calcification.